Event description:
Note: this report pertains to the second of two spyscope ds ii devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used during cholangioscopy procedure performed in the common bile duct on (B)(6) 2020. According to the complainant, during the procedure, after connecting the plug of the scope in the controller the image did not appear. A second spyscope ds ii was used; however, the same issue occured. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 initial reporter address 1: (B)(6). Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. The catheter demonstrated signs of use in the form of elevator marks along the shaft. No damaged was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. The device was connected to a console and no image resulted. X-ray imaging of the distal tip showed a cloudy appearance of the through-silicon vias (tsvs) or wires. Xray imaging of the handle showed no damage to printed circuit board assembly (pcba) or camera wires. The reported complaint was confirmed. It is likely that the camera wires separated from the redistribution layer (rdl), due to mechanical forces applied to the camera wire as the device was assembled or as the tip was articulated during use. Once saline and other moisture was introduced into this area the electrical characteristics of the connection between the camera wires and rdl were affected, which resulted in the reported loss of image. An investigation is in place to address this problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction - block d4 (catalog number): corrected from 1759-02 to 4661. Correction - block e1 initial reporter first name has been corrected. Correction - block e1 initial reporter address 1 has been corrected. Correction - block e1 initial reporter city has been corrected. Correction - block e1 initial reporter zip / post code has been corrected. Correction - block e1 initial reporter phone has been corrected. Correction: block g5 (premarket / 510(k) #) has been corrected.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. The catheter demonstrated signs of use in the form of elevator marks along the shaft. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. The device was connected to a console and no image resulted. X-ray imaging of the distal tip showed a cloudy appearance of the redistribution layer (rdl) and thru-silicon vias (tsvs). X-ray imaging of the handle showed no damage to the printed circuit board assembly (pcba) or camera wires. The reported event was confirmed. It is likely that the camera wires separated from the rdl, due to mechanical forces applied to the camera wire as the device was assembled or as the tip was articulated during use. Once saline and other moisture was introduced into this area the electrical characteristics of the connection between the camera wires and rdl were affected, which resulted in the reported loss of image. An investigation is in place to address this problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction: block d4 (catalog number): corrected from 1759-02 to 4661 correction: block g5 (premarket / 510(k) #) has been corrected.

Event description:
Note: this report pertains to the second of two spyscope ds ii devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used during cholangioscopy procedure performed in the common bile duct on (B)(6)2020. According to the complainant, during the procedure, after connecting the plug of the scope in the controller the image did not appear. A second spyscope ds ii was used; however, the same issue occured. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used during cholangioscopy procedure performed in the common bile duct on (B)(6) 2020. According to the complainant, during the procedure, after connecting the plug of the scope in the controller the image did not appear. A second spyscope ds ii was used; however, the same issue occured. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.